Event description:
The customer reported that the device was not charging. No patient or user harm was reported. Additional details have been requested. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.